Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the percutaneous lead severed approximately 8.5 inches from the pump housing with the rest of the percutaneous lead not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and bend relief collar were not returned. Examination of the returned pump upon disassembly revealed a pink/dark red, soft deposition on the outlet stator. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. Although a specific cause for the deposition and a timeframe for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated ldh and thrombus symptoms. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 6 years and 9 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was admitted into the hospital on (B)(6) 2016 for complaints of increasing shortness of breath, fatigue, and dark urine. The patient¿s lactate dehydrogenase was elevated to 1365 u/l and the inr was 2.5. On (B)(6) 2016, it was reported that the patient¿s pump was exchanged due to pump thrombus. No additional information was provided.